Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that the display screen was distorted, the "color spreads out", and "lines of text are mirroring to the right". The reporter confirmed that there was no physical damage to the screen and no moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: the pump powered on to a blank display. Within three minutes of powering on, the pump alarmed with audible tones and vibration per normal operation. The complaint could not be adequately investigated due to the blank display. The pump casing was removed and no internal defects were found. The blank display was replaced with a test display, and the test display was fully functional. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.